Event description:
Event description cpi received information that this patient had twiddler's syndrome and as a result of the patient's constant manipulation of this endotak transvenous defibrillation lead the lead became coiled. The lead was explanted and a new endotak was implanted.